Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 8,4 mmol/l and 0,7 mmol/l. The patient performed a second and a third comparison with the same meter within 15 minutes and obtained the following results: 7,0 mmol/l and 0,8 mmol/l; 9,5 mmol/l and 25,8 mmol/l.